Event description:
It was reported that the right atrial (ra) pacing lead exhibited high impedance out of range and a possible fracture was suspected. Previous atrial undersensing was also noted. A chest x-ray was performed but did not confirm a fracture. The device was reprogrammed to ventricular sensing and pacing only. The lead remains implanted out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.